Event description:
It was observed that during the device evaluation that the air/water (aw)-cylinder (tube), and the jet tube (j-tube) had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause of the reportable malfunction could not be specified. Based on the results of the investigation, the air/water-cylinder (tube) and the jet tube had foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.